Manufacturer narrative:
Mfgsite eval: waiting for product return.

Event description:
During acdf case, surgeon was using the new instrument and the kerrison tip broke off, after searching for the broken tip, it was found in the suction tube. No pt injuries reported. Surgery was delayed by 10 minutes estimate.